Event description:
The following has been reported by customer: the reported device was sent by the customer to the local service department with the mention that this displays an error. The device was verified by the local service department and it was found that it shows the error 21 (displacement linear potentiometer). Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Evice history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and several error ID 21 has been identified as reported by the customer. The reported device was not received in brézins for investigation because the investigation was conducted locally. According to the provided result of investigation, the device has been calibrated and verified. After calibration the device is operating within normal operating parameters. No internal traces of liquid contamination or other defects have been observed. The reported issue was therefore confirmed, and the root cause was found linked to a bad calibration. No repair action is recommended, because after calibration during the investigation, the device is functional. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.